Event description:
The hcp reported that following pump replacement. The pt received "too much medication and the pt was out of it". The pump was programmed incorrectly to deliver a higher dose of drug than intended. The pt became unresponsive and remained hospitalized for dose titration. During the attempts to stablilize the drug dosage, the pt developed increase spasticity. The pt was taking "numerous" other medications due to other medical issues. The pt was supplemented with oral baclofen during the titration period. The pt is reported to be improved and "doing fine".